Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to head/socket mismatch - socket. Srnjr number: (B)(6). Side: l. Gender: m. Non mpo devices: 121712064 pinn sector ha acet cup 64mm, 121936164 pinnacle marathon pe liner +4 10 degree 64x36mm and 121730500 pinnacle 6.5 cancellous screw 30mm (depuy).